Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our initial/final report.

Event description:
Lap chole: dr. Loaded the clip off the duct. On the first clip fired, the clip went perpendicular inside the mouth of the clip. The doctor pulled the clip out, then the clip applier, he fired three clips on the mayo then used the clip applier again three more times. The first two were fine, but the third clip did not close completely. The clip stayed as a pear shape even when the doctor went plastic to plastic." Patient status: "excellent".